Event description:
It was reported that the ventilator failed pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The inspection revealed that the pressure transducer printed circuit board (pcb), expiratory channel pcb, expiratory valve coil and the moisture trap were defective and that the reported issue was resolved by replacing all the defective parts. After the replacements, the pre-use check passed successfully and the ventilator is in working condition. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The conclusion is that the root cause of the reported pressure transducer failure was defective pcbs and expiratory valve coil, however no logs were received and the faulty parts were scrapped by the customer and have not been returned for further investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: #(B)(4).